Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: the display was blank and a test display did not function. There were multiple call service (cs 012, 052, 054) alarms observed in the alarm history. The pump powered on with audible and vibratory alarms. The pump was disassembled and there was an internal component failure.